Event description:
The pt reported their intrathecal catheter was removed and was broken in seven places. No symptoms were reported. Add'l info has been requested but was not available on the date of this report.